Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low creatinine (crem) result that was generated by the synchron lx20 instrument. A pt sample was tested for crem and a result of 1.1 mg/dl was obtained. The result was reported out of the lab and questioned by a physician. The original sample was retested for crem and repeated result was 2.6 mg/dl. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Qc was run before and after the event and recovered within the customer's established ranges. The specimen was collected in a sst tube and was allowed to clot and then was centrifuged at 3,600 rpm for 10 minutes. The pt has a known history of high creatinine results. Customer re-tested other samples run at the same time and all crem results correlated. A field service engineer (fse) was not dispatched to be customer's lab as customer refused the offer of service because the low crem result appears to be sample specific. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.